Event description:
In 2009, the patient reported that after he inserted a new insulin cartridge, he pulled it from the infusion device and the plunger became stuck to the piston rod. This resulted in 315 units of insulin spilling into the cartridge compartment. The patient was assisted with switching to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.